Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Electrode belt sn (B)(4) was returned to zmc and evaluation is currently underway. The evaluation of the monitor and electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Evaluation of the monitor included incoming functional testing with a test electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: sn (B)(4): 12/14/2015 reuse. Electrode belt: sn (B)(4): 04/17/2015 reuse.

Event description:
The patient experienced an appropriate defibrillation event consisting of two shocks. The patient was in the hospital at the time of the event. The first treatment was delivered at 08:06:01 on (B)(6) 2017. The rhythm at the time of the treatment was ventricular tachycardia (vt) at 170 bpm. The post-shock rhythm was asystole. The second treatment was delivered at 8:06:25. The rhythm at the time of treatment was asystole. The post shock rhythm was severe bradycardia at 10 bpm, which is not considered a life-sustaining rhythm. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient returned to a life-sustaining rhythm at 08:06:46, 45 seconds after the first treatment. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. It was reported the patient remained in the hospital and continued to wear the lifevest.